Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 4 of 4, while the hp was connected. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the hp to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.